Event description:
Customer states: during use on a patient at hospital, a doctor at hospital found the cuff seemed to be torn. The information provided suggest that extubation and reintubation of a replacement tube was performed; however, covidien is attempting to collect further details surrounding the circumstances of this report.

Manufacturer narrative:
The sample associated to this report is expected to be returned for analysis.